Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified alarms occurred during pumping. There was no impact to blood glucose. Reportedly, the cartridge was reloaded to address the event.